Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent for a surgery. It was reported that a broken stepped reamer from a tfna instrument set. During the surgery, when attempting to drill into hard bone, the tip was damage. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves one(1) device. This report is for one (1) stepped ream f/tfna helic blade+scr f/dh. This is report 1 of 1 for complaint (B)(4).